Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device, the scope exhibited e315 error code due to fluid invasion inside the electrical connector. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera elite colonovideoscope exhibited no image. The event occurred during preparation for use, prior to an enteroscopy procedure. It was reported that the procedure was completed using similar device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device, leading to an abnormality of the electrical components. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image" the user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.